Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Therefore, no corrective action will be implemented in this case.

Event description:
It was reported that during device preparation as per the instructions for use (IFU), while pulling negative, air bubbles were noted and then it was noted there was a hole in the balloon. The device was discarded. There was no patient involvement and no clinically significant delay in procedure reported. Another similar device was used to continue the procedure. There was no additional information provided.